Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was confirmed via failure investigation¿ this MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated alert code 38 indicating consecutive stalled motor during a supply change attempt, with multiple restarts unsuccessful and a replacement ilet arranged; the device issue is consistent with a pump alarm and potential motor stall malfunction. Symptoms included hyperglycemia, with a reported peak blood glucose of 232 mg/dl and approximately one hour above 180 mg/dl, without ketone testing, backup therapy, or medical intervention. Outcomes included transient elevated blood glucose without hospitalization or emergency care. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.